Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his blood glucose was 460 mg/dl and that he administered a bolus of 12.5 units. This was his first day on the new insulin pump and he had changed out his infusion set and reservoir earlier in the day. Later, he checked his blood glucose and found that it exceeded 500 mg/dl. He checked again and his blood glucose was 430 mg/dl, so he bolused again. The customer did not mention any symptoms of high blood glucose. Troubleshooting for the high blood glucose was declined; he only wanted assistance calibrating her sensor. No products were replaced or returned.